Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported right limb stent migration (cephalic) is confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being stable post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent system. Approximately three (3) years post initial procedure, the patient presented during routine follow-up with an implant migration of the iliac limb on the right side. The patient's current condition is stable. The physician plans to re-intervene but surgery has not been scheduled. Additional information received indicating the physician elected to treat the patient by successfully implanting an additional ovation ix iliac limb on 26 november 2021. The patient is reportedly in stable condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent system. Approximately three (3) years post initial procedure, the patient presented during routine follow-up with an implant migration of the iliac limb on the right side. The patient's current condition is stable. The physician plans to re-intervene but surgery has not been scheduled.